Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open part laparotomy sigma resection procedure involving the ta stapler, there were staple formation issue where the staples did not form to a b shape. The account confirmed that full, complete squeezes of the handle were performed,and the handle returned to the open position following the first full squeeze but remained in the closed position after the second squeeze. To resolve the issue, the surgical team resected and re-stapled the area.